Manufacturer narrative:
Although the event unit was anticipated to return, the event unit was confirmed to not be returning to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - quiste de coledoco, al momento de tener al prodcuto ya colocado en el paciente, escucharon un fuga de aire ,la cual al revisar, encontraron que el aro intra corporeo estaba desprendido del poliuretano, por tal razon lo retiraron y al no tener otro producto en el hospital, decidieron unir el plastico con el anillo por medio de una sutura, con lo que se resolvio la separacion y asi pudieron terminar la cirugia. Translation: "once the product was positioned on the patient, an air leak is heard, which when reviewed, it was found that the inner ring was detach from the polyurethane; for that reason, the product was removed, and since there were no other new product available, they decided to attach the plastic to the ring using suture, which solved the separation and they were able conclude the surgery." Patient status - stable.